Event description:
Customer reported that a couple of samples produced positive sars-cov-2 results on panther instrument sn (B)(4), but was not reproducible on repeat. Customer was using assay ml 305422. Customer reported the repeats were from the original vtm.

Manufacturer narrative:
Hologic reviewed the logs and found no sign of hardware or kit preparation issue. Customer was advised that the issue was likely due to a low target that was picked up somewhere during sample preparation. Technical support advised the customer to do a thorough monthly maintenance (clean sample/reagent racks, sample shields etc), clean bench and change gloves more frequently especially dealing with control tubes. No inconsistent results were reported following the monthly maintenance.